Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported during preparation of the steerable guide catheter (sgc), it was noted that the sgc was unable to straighten. The physician tried to inserted the device, but was unable to. The device was removed and was still unable to straighten. Therefore, the physician decided to not use the sgc and replace it. One clip was then implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported unable to straighten sgc was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported unable to straighten sgc was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported while the steerable guide catheter (sgc) was in the patient's anatomy, it was noted that the sgc was unable to straighten. The physician tried to inserted the device, but was unable to. The device was removed and was still unable to straighten. Therefore, the physician decided to not use the sgc and replace it. One clip was then implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.